Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones within the past three days. Additionally, this patient was having an episode of ventricular fibrillation (vf) and three shocks were delivered before conversion. This device was interrogated and revealed a code 1005, indicating an open circuit condition. Shock impedance measurement in clinic was at 88 to 110 ohms. The patient was admitted to the hospital. Subsequently, this ICD was replaced and the rv lead was capped. A new system was implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones within the past three days. Additionally, this patient was having an episode of ventricular fibrillation (vf) and three shocks were delivered before conversion. This device was interrogated and revealed a code 1005, indicating an open circuit condition. Shock impedance measurement in clinic was at 88 to 110 ohms. The patient was admitted to the hospital. Subsequently, this ICD was replaced and the rv lead was capped. A new system was implanted and no additional adverse patient effects were reported.